Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the locking bins inside the refrigerator were not unlocking. A field service engineer (fse) found that the refrigerator maglock would unlock, but the bins would not. Bins on both rows 1 and 2 failed. The fse verified with the customer by inventorying another medication, and that bin also failed. The fse walked the customer through a refrigerator and medstation reboot, but it didn¿t resolve the issue. Upon arriving fse on-site, the failures had been resolved. The fse ran diagnostics, tested all bins multiple times, took the shelf out, and verified that the cables were firmly plugged into the irac boards to resolve the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a drawer 2.1 multiple cubies failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.